Event description:
It was reported that three months prior to report, the patient had been experiencing a "great deal of pain," could not stand upright, and was always "crouched over due to the pain." It was reported the implantable neurostimulator (ins) site felt tender and the skin was discolored. It was noted the ins shifted when the patient sat. The patient had lost "a lot" of weight and was told the ins was not deep enough. Two weeks later, on (B)(6) 2012, it was reported the patient had pain and nausea for "a while" that had stopped for "a while" in (B)(6). For two months prior, the pain had started to come back. The pain went from the middle of the chest to the back. It was reported the ins was "sticking out." Skin discoloration was still present. Additional information received the day of report reported the patient occasionally felt a "shock" coming from the ins, which occurred after the settings were increased. The device was replaced. It was noted the reason for removal was "change location of the ins." The device was moved to the upper left quadrant of abdomen. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Product ID 435135, serial# (B)(4), implanted: 2010 (B)(6), product type lead; product ID 435135, serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).